Event description:
Undergoing the following procedures: removal or l2-l5 instrumentation; t12-l2 laminectomy posterior spinal fusion; transforaminal lumbar intrabody fusion cage; t12 sacrum instrumentation. Tip of "gear shift" device broke off at 20 cm mark and became lodged in patient's vertebra. (This device is used to make an indentation into bone prior to the insertion of pedicle screws.) The surgeon stated the device was not lodged near any organs, vessels or nerves, and thus made a decision to allow it to remain inside the pt. Dates of use: 2007.